Event description:
The customer's father stated that the customer had been experiencing high blood glucose levels for two months. The reported blood glucose reading at the time of the call was 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.